Event description:
It was reported that the pod experienced a communication error with the continuous glucose monitor in use at the time (dexcom g7) after more than 48 hours of pod wear on the abdomen. The patient reported that the omnipod controller displayed an error message stating ¿missing sensor values,¿ which led to pod replacement. It was further noted that, upon pod removal, the skin at the infusion site appeared red. As a result, the patient¿s blood glucose levels increased to approximately 400 mg/dl. No specific symptoms were reported. The patient consulted a healthcare professional via telephone and was reportedly diagnosed with diabetic ketoacidosis during the phone consultation. The healthcare professional instructed the patient to administer manual insulin injections and to present to the emergency room if any symptoms developed. The patient confirmed that emergency medical attention was not required, as blood glucose levels normalized with self-treatment at home. No in-person medical evaluation or treatment occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and diagnosis of diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.